Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter the customer had a problem with 2 of the dissection balloons. Now they have two that has been broken.